Event description:
Pt had a high-grade malignant biliary stricture. Attempts to balloon the stricture were only partially successful, and the balloon became lodged at the level of the stricture. The balloon became adhered or trapped within the interstices of the tumor, perhaps one of the wings of the balloon was trapped and gentle removal was not possible without extreme pain. The catheter was; therefore, left in place with wire across the lesion to facilitate the anticipated re-visiting of the area by the gastroenterologist the following day endoscopically for definitive stent placement. The balloon was...